Event description:
It was reported that on (B)(6) 2026, a 29mm navitor valve was chosen for implanted. The patient was unable to undergo the tavi procedure via the transfemoral approach due to the presence of an aortic aneurysm. It was decided to proceed with the procedure via the left trans-carotid approach. The valve was position and at approximately 80% of deployment, improper position was observed and the valve was recaptured. The deployment process was restarted with pacing at 120 bpm. During the valve deployment, the patient developed hemodynamic instability, progressing to hypotension and ventricular fibrillation. Therefore, the valve was recaptured and resuscitation maneuvers, including defibrillation, administration of epinephrine and chest compressions were performed without success. After the first resuscitation cycle, the patient was still in cardiac arrest, the valve was then deployed and resuscitation efforts continued. However, the patient progressed to asystole. On echocardiographic assessment, the valve was found to be in an appropriate position. After approximately 40 minutes of resuscitation efforts, the patient passed away.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.